Manufacturer narrative:
No belt clip received noted. Button error alarmed after boot up and intermittent button response on the esc and act button due to corroded keypad traces noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer could reported possible moisture to the insulin pump from sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.